Event description:
It was initially reported by the tc that the pt showed high lead impedance on system and normal mode diagnostics. Device was turned off as a result and last good diagnostics were obtained back in (B)(6) 2010. No pt manipulation or trauma was reported. Revision surgery is likely. X-rays were taken and reviewed. No obvious lead discontinuity or acute angles in the portion of the lead body that could be assessed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.